Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 48 mg/dl and their sensor glucose read 87 mg/dl. Customer's blood glucose was treated with juice. Customer was educated on the proper techniques of sensor insertion. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.